Event description:
Litigation papers allege that the pt began to develop continuous, agonizing and shooting pains in her left hip, cramping in her left hip and leg, and sensitivity around the area of the surgical scar several months after the implant surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.